Manufacturer narrative:
Additional information was added to h3, h4, h6, and h10. H10: the actual device was not available; however, a video and two (2) photographs of the sample were provided for evaluation. The photo and video samples were reviewed and a leak was observed at the port 2, spike port bonding area. The reported condition was verified. The most likely cause was inadequate, or lack of cyclohexanone applied to the spike port cap tube when it was inserted to the spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from the middle port. This issue was identified during testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.